Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. On an unreported date, the patient was hospitalized for the peritonitis. The cause of the peritonitis event, treatment for the event, and the patient's outcome were not reported. The action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The patient was not hospitalized for the peritonitis (previously captured as hospitalization). On an unspecified date, the patient was recovered. Should additional relevant information become available, a supplemental report will be submitted.